Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: g. Bierry, x. Buy, p. Chandra mohan, j. Cupelli, j.p. Steib, a. Gangi: percutaneous vertebroplasty in a broken vertebral titanium implant (titanium mesh cage). Published online 6 april 2006. N=1 fracture of surgical materials (rod, screw and short segment of mesh cage.).